Event description:
Physician reported extrusion (exposure) of implant approximately 1 month post-implantation. Physician has cleaned the wound opening and closed the wound. Physician has prescribed another course of prophylactic antibiotic used at time of original surgery. Though it is not clear if the event is device-related, the event is being reported in good faith. At last follow-up, the patient is doing fine.

Manufacturer narrative:
Reviewed device history records and complaint records. Results - DHR review revealed no assignable cause for reported event. The raw materials used to fabricate the device met specifications. Sterilization records indicate that all operations were performed in accordance with specifications. Product labeling warns of possibility of extrusion and poor wound healing.